Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of receiving error message e315 was confirmed. An unsupported scope with no image was displayed. During the device evaluation, the following issues were discovered: the light cover glass, distal end, and optical cover glass adhesives were all worn. There was fluid ingress on the connector, the angulation was out of specification, and the device failed the electrical safety test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, while in preparation for a procedure, the colonovideoscope was receiving an error code e315 scope message. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to an abnormality of electrical parts. As a result, error message e315 was displayed. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.